Event description:
The user facility reported that water was leaking from their sterilizer. No injuries were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the drain funnel required repair. The technician repaired the sterilizer, ran a test cycle and confirmed the unit to be operational. No additional issues have been reported.